Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. There was an occlusion of the right access vessel, a shaggy aorta and severe calcification at the target site. It was reported that during the index procedure, the angiography catheter was placed from the left arm. The catheter was not advanced due to severe tortuosity at the distal region. A sheath and guiding sheath were used, and the blood vessel was extended with a stiff wire. When the endurant device was inserted, it became stuck at the level of the aneurysm, but was eventually delivered successfully. It was reported that angiography was performed before placement of the endurant ii stent graft, however the right renal artery was not visualized. After deployment of the endurant, the delivery system became stuck near the distal region of the external iliac artery during removal. It was thought that the intima of the vessel adhered to the delivery system and the access vessel was damaged. There was no dissection or perforation noted. It was thought that the damage was mainly caused by the first device implanted. After an angiogram, a type ia endoleak was noted, and so a non-medtronic cuff was placed. This resolved the endoleak. An attempt was made to open the right renal artery, but it was not successful. A non-medtronic stent was implanted in the damaged access vessel, and the procedure was completed with a femoral-femoral bypass. As per the physician, the cause of the blood vessel damage was related to the patient's anatomy and the vessel tortuosity. It was unknown why the renal artery was not imaged initially, but it was noted that a thrombus could have possibly entered the artery during the procedure. No additional clinical sequelae were reported and the patient will be monitored.